Event description:
The customer received questionable results for multiple assays for an unknown number of patient samples. Of the data provided for nine patient samples, only the following results were discrepant. Some of the samples were processed by the modular preanalytic analyzer (mpa). The customer could not provide information concerning which sample these were. All repeat testing was performed on the original draw tube on another cobas c501 analyzer. Patient sample 1 initial calcium result was 3.8 mg/dl and the repeat result was 9.4 mg/dl. Patient sample 2 initial calcium result was 6.0 mg/dl and the repeat result was 10.3 mg/dl. Patient sample 3 initial calcium result was 5.2 mg/dl and the repeat result was 9.7 mg/dl. Patient sample 4 initial calcium result was 6.1 mg/dl and the repeat result was 8.9 mg/dl. Patient sample 5 initial calcium result was 7.1 mg/dl and the repeat result was 8.6 mg/dl. Patient sample 6 initial phosphorus result was 1.8 mg/dl and the repeat result was 2.7 mg/dl. Patient sample 7 initial creatinine result was 0.9 mg/dl and the repeat result was 1.4 mg/dl. The initial glucose result was 205 mg/dl and the repeat result was 267 mg/dl. The initial alanine aminotransferase (alt) result was 14 u/l and the repeat result was 28 u/l. Patient sample 8 initial creatinine result was 0.4 mg/dl and the repeat result was 1.2 mg/dl. All of the erroneous results were reported outside the laboratory. No patients were adversely affected and none received treatment or had treatment withheld due to this issue. Corrected reports were sent to the medical staff. The reagent lot numbers and expiration dates were: calcium 69275401, 12/31/2014; phosphorus 68580001. 09/30/2014; creatinine 69096001, 07/31/2015; glucose 68809801, 11/30/2014; alt 68993901, 12/31/2014. The field service representative determined there was a broken "h" clip on rinse probe on the rinse mechanism. The customer had replaced the broken clip and reported the rinse mechanism grinding when moving up/down. The field service representative found the rinse mechanism not aligning to cuvettes and a locking screw was missing which retained the snap ring on rinse mechanism arm. He adjusted the rinse mechanism rotationally to align to the cuvettes, adjusted the rinse mechanism wash levels in the cuvettes and found and replaced the snap ring on the rinse arm screw. To verify the analyzer operation, he verified successful precision runs and the customer successfully verified controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.